Event description:
It was reported that a patient underwent a sub-total abdominal hysterectomy, left salpingo-oopharectomy on (B)(6) 2013 and suture was used. During the procedure, the needle tip broke. A x-ray was performed in the or which was negative. No needle fragment remained in the patient. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.